Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there was an issue with the enteral feeding pump. The caregiver primed the unit and the formula began to flow through the tubing. The formula stopped flowing while in still in the tubing; the tubing was not noted to be occluded or kinked. The unit failed to alarm audibly or visually. There was no patient injury or any underfeeding noted during this event.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿does not alarm". The unit was triaged and the reported issue was not confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.